Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received three inappropriate shocks during (B)(6) 2020. At the device follow-up, all vectors showed good sensing and amplitudes. Noise could be produced during posture changes in the primary vector. It was noted the shock episodes showed a change in morphology while the patient was in atrial fibrillation (af). At this time, the vector was reprogrammed to alternate. Device data was submitted to technical services for review. Technical services discussed obtaining x-rays to verify system position and additional troubleshooting to create noise or changes in morphology. The field representative confirmed the physician would plan x-rays at a later date; it was confirmed the patient suffers from paroxysmal atrial flutter, but the patient was not in atrial flutter when the troubleshooting was performed. The device remains implanted and in service. No adverse patient effects were reported.